Manufacturer narrative:
(B)(4). Concomitant medical products: 00596601502, femoral component option size e right, unknown; 00597204014, articular surface regular constraint size green 14 mm height, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02923. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. The patient has been indicated for a revision of the articular surface due to unknown reasons, it is currently unknown whether the femoral or tibial components will need removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. X-rays reviewed by a radiologist shows poor alignment of the knee with near complete joint space loss laterally and widening medially resulting in genu valgus angulation. The patella is high-riding. It appears that there are zones of periprosthetic lucencies surrounding the tibial plate/screws hardware throughout, but likely most severe medially. No obvious periprosthetic lucencies surrounding the femoral component. Hardware intact without a fracture. Bones intact. Soft tissues within normal limits. Tibial hardware loosening is suggested by periprosthetic zones of lucency. The femoral component demonstrates an area of trabecular thickening which is nonspecific, but can be related to bone remodeling from altered level of biomechanical stresses related to the unstable system. Areas of periprosthetic bone resorption adjacent to the tibial plate and possible bone remodeling from altered stresses adjacent to the femoral component. Metallic components appear normal without fracture or improper sizing. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.